Event description:
It was reported that during the implant procedure the lv (left ventricular) lead did not stay in position due to patient anatomy. The lead was noted to prolapse entirely and was in the atrium once the sheaths were slit. The physician expressed frustration, removed the lead and replaced it with a larger diameter lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).